Manufacturer narrative:
Device evaluated by manufacturer: p select ous mr 20 x 3.50 mm stent delivery system (sds), catheter batch #28324252-005 (from finished goods batch #28351961) was returned for analysis, the following attributes were examined: stent profile: a visual examination of the stent found that the stent was fully crimped and unexpanded. Stent damage was noted with stent struts in the mid region noted to be lifted from their crimped position. The undamaged stent od (outer diameter) was measured using snap gauge and the result was 0.0420 this is within max crimped stent profile measurement. Balloon profile: the balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Tip profile: a visual and microscopic examination of the bumper tip showed no signs of damage. Hypotube profile: a visual and tactile examination of the hypotube found no issues. Shaft polymer extrusion profile: a visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. Functional testing: the device was loaded onto a 0.0140 guidewire and an encore inflation device was attached the balloon was inflated and the stent was successfully deployed. A vacuum was pulled using the encore device and the balloon delated fully within 05 seconds. The encore device was verified before and after the procedure using a druck gauge. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 14june2022. It was reported that crossing difficulties were encountered. A 20x3.50mm promus premier select was selected for treatment in a percutaneous coronary intervention procedure. The 20x3.50mm promus premier select stent could not cross the stenosed lesion. The procedure was completed with an alternate method. No patient complications were reported. However, device analysis revealed stent damage.